Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned self expanding stent system (sess) noted no blood or saline visible, consistent with the reported information that there was no patient involvement. The reported partial deployment was confirmed. The outer tube was retracted from the tip. The first three rows of the stent implant were expanded distal to the distal marker and over the tip. The proximal end of the stent implant was distal to the proximal marker. There was no other damage noted to the stent implant. The tuohy borst adapter was tight on the metal shaft. There was no other damage noted to the sess. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. It may be possible that the premature deployment is related to handling and/or inadvertently pulling on the tuohy borst adapter, which is consistent with the outer tube being slightly retracted. However, this could not be confirmed. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Event description:
It was reported that during device unpackaging and prior to use, the xpert stent was found partially deployed inside the packaging. The device was not used in the procedure. There was no patient involvement. No additional information was provided.